Manufacturer narrative:
On may 03, 2023, the mentor analysis lab received the suspect medical device for evaluation. On may 10, 2023, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the device. During the visual analysis of the breast implant sample no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a puncture on the posterior view, measuring approximately less than 0.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. As the authorization form for examination was not received the evaluation was limited to non-destructive testing, therefore, thickness measurement could not be performed. A manufacturing record evaluation was performed for the finished device 9596092, and the non-conformances associated to this lot number (tear/hole in the patch area above laser marking) is not related to the failure mode observed on the device. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Upon review of the lot history records, nonconformances were discovered relating to device malfunction. Mentor will address these nonconformances within the quality system. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Date of explantation: april 13, 2023. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a 52-year-old caucasian female patient underwent a breast reconstruction revision surgery with implantation of a 550cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant during a physical exam with a medical professional. As a result, the patient is scheduled for removal and replacement with 500cc mentor smooth round moderate plus profile saline breast implants on (B)(6) 2023.